Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys troponin t hs on a cobas e 801 analytical unit. The sample initially resulted in a troponin t value of 449 pg/ml. The sample was repeated twice, resulting in values of 7.13 pg/ml and < 5 pg/ml. The sample was also repeated on a second analyzer, resulting in a value of < 5 pg/ml.

Manufacturer narrative:
The serial number of the e 801 analyzer is (B)(6). The investigation is ongoing.

Manufacturer narrative:
Calibration data was acceptable. Controls were run multiple times on 06-jan-2025. Controls initially failed, but passed just prior to sample testing. A general reagent issue was not present as controls run prior to the event were within range. Isolated non-reproducible results do not represent a general malfunction of the assay. Upon review of alarm trace data, no relevant alarms were observed. The investigation could not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
Section d4 was updated. The investigation is ongoing.